Event description:
Device malfunction: guide wire tip unraveled. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure in the popliteal artery, the tip of the steelcore guide wire unraveled and was removed from the body. A second steelcore guide wire 300cm long was inserted. This wire appeared about to unravel also. The wire was removed from the body and there was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified, therefore, a device history record review could not be performed. The first hi-torque steelcore 18lt guide wire (lot 8041491 is filed under MFR# 3004742046-2008-00219.